Event description:
Consumer reports receiving a sealed box of syringes. One of the polybags was cut open and 4 of the syringes were missing the orange shield. Disposed of those syringes, but used another syringe from the open bag. Injection site became red, swollen and very painful. Consumer was admitted to the hosp where a surgeon removed an abscess. Believes that the syringes were contaminated.